Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, when the reload was closed on the tissue, the status light would go off, and the device would need to be cycled again. This occurred at each of the five firings. Additionally, the firing stopped every firing and made the surgeon depress firing button multiple times to finish reload. At the last firing attempt, the device would not fire at all. There was no patient injury. There was no user injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. There was no reinforcement material used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 opened by the account with no display box or packaging. This evaluation was based on a technical and medical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the handle. The eeprom was uploaded and indicated forty-one (41) autoclave cycles for the handle. The codes observed indicated that an excessive force was encountered during firing. A pmv idrive battery pack was loaded into the idrive ultra with a pmv adapter was inserted onto the handle and calibrated without issue. An endo gia universal roticulator 60-2.5 single use loading unit was inserted onto the adapter and the loading unit was then applied to test media with proper transection and stapling. All lights on the device functioned properly. Visual testing of the returned product confirmed the products did not meet quality release specifications that were tested regarding the reported conditions due to the eeprom error codes. The reported condition was confirmed. Replication of the error codes may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either scenario, staples may not form properly and tissue may not be fully transected. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as misuse. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.